Manufacturer narrative:
(B)(4): information unavailable.the manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during a lower anterior resection procedure, some staples were left open. The surgeon closed them manually. There were no adverse consequences for the patient. The device was discarded.